Event description:
The faradrive steerable sheath was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that during preparation, after entering the dilator of the faradrive, the point of the dilatator was observed to be damaged. The device was replaced, and procedure was completed successfully. No patient complications occurred. The device was received for analysis.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis and went through sterilization with the dilator inserted. Visual and microscopic inspection confirmed that the dilator tip was damaged. The functionality of the sheath was tested by turning the steering knob. It was able to deflect and hold deflection. Damage at the dilator tip was confirmed as the tip appeared torn and non-smooth. Streaks were noted along the dilator. Inspection of the proximal inner diameter of the faradrive steerable sheath shaft noted excess adhesive in the location where the valve hub bonds to the sheath shaft. Testing confirmed that the dilator tip was likely damaged after insertion into the sheath during the procedure preparation due to the excess adhesive in the inner diameter of the proximal end of the sheath.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The faradrive steerable sheath was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that during preparation, after entering the dilator of the faradrive, the point of the dilatator was observed to be damaged. The device was replaced, and procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.